Event description:
It was reported bd saf-t-intima¿ safety system with removable prn had the needle pierce the catheter while introducing the catheter. The following information was provided by the initial reporter: "...the nurse on duty performed indwelling needle puncture when giving infusion treatment to the patient. The needle tip was found to have entered the skin and the catheter tube was blocked out of the skin, resulting in puncture failure."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd saf-t-intima¿ safety system with removable prn had the needle pierce the catheter while introducing the catheter. The following information was provided by the initial reporter: "...the nurse on duty performed indwelling needle puncture when giving infusion treatment to the patient. The needle tip was found to have entered the skin and the catheter tube was blocked out of the skin, resulting in puncture failure."

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of peelback were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.